Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the arrow buttons are intermittently responding. It was reported that the pump is not exposed to water and no sign of damage to the keypad.